Manufacturer narrative:
The returned device was sent to vygon germany for investigation. Results of this investigation is not yet complete. Additional information will be provided in a follow up MDR.

Event description:
The PICC was in place in a neonate for 13 days with tpn, lipids, and 2 doses of IV lasix administered via a pump. After 13 days of use, the catheter broke. While attempting to repair the PICC, the nurse poked 2 more holes into the catheter while trying to get the metal piece back in and the catheter shredded. A new PICC was placed.